Manufacturer narrative:
Qn#(B)(4). One piece of actual sample was returned for investigation. A visual exam was performed and no defects were observed. The cuff pressure of the returned complaint sample was then inflated to 25mbar by using a calibrated endotest. No issues were detected. A leak test was performed and the sample was immersed in water. No air bubbles were observed coming from the cuff. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
Customer complaint states: the cuff leak was found prior to use. Patient condition reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint states: the cuff leak was found prior to use. Patient condition reported as fine.